Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android, omnipod software app version: 3.1.6, operating system: bp2a.250605.031.a3.s926usqs5czd2, hardware: sm-s926u, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that while skydiving, and with their omnipod system in activity mode; the system delivered an uncommanded bolus of approximately 6-8 units of insulin during an unpressurized flight to 14,000 feet. The patient's blood glucose level decreased to 34 mg/dl. As treatment the patient consumed 200 grams of carbohydrates, over two hours, to stabilize their blood glucose levels. Medical treatment was not required.